Event description:
It is reported that upon looking at post-op x-rays it appears that the locking pin may not be fully engaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.